Event description:
The plaintiff's attorney alleged that the pt experienced sudden cardiac arrest and expired the same day, which is alleged to have been caused by exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports related to this event. A follow up report will be submitted upon receipt of any add'l info.